Event description:
It was reported to boston scientific corporation that a resolution clip device was used following a polypectomy performed on (B)(6), 2011. According to the complainant, the clip grasped tissue in the patient's colon but would not release from the delivery catheter. The clip subsequently was pulled from the tissue, which caused some minor mucosal tearing; however, no bleeding or patient complications occurred as a result of this event. The procedure was completed with another resolution clip. Following the procedure, a CT scan was performed and no perforation was found. The patient's condition at the conclusion of the procedure was reported to be satisfactory.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used following a polypectomy performed on (B)(6), 2011. According to the complainant, the clip grasped tissue in the patient's colon but would not release from the delivery catheter. The clip subsequently was pulled from the tissue, which caused some minor mucosal tearing; however, no bleeding or patient complications occurred as a result of this event. The procedure was completed with another resolution clip. Following the procedure, a CT scan was performed and no perforation was found. The patient's condition at the conclusion of the procedure was reported to be satisfactory.

Manufacturer narrative:
Visual evaluation of the returned device found the clip assembly fully deployed; it was returned inside the package. The control wire was separated per design. The over sheath and sheath grip were not returned. The condition of the returned device was not consistent with the complaint that the clip failed to release from the delivery catheter; the complaint was not confirmed. The most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.